Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, tissue damage, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted enlarged left atrium and atrial fibrillation. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 2. During the 30-day follow-up the patient evaluation was fine. However, 5 days later on (B)(6) 2021, the patient returned with unspecified symptoms. The clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. A small flail was observed on the anterior leaflet. The patient remained hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip procedure for additional treatment. Two additional clips were implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) cannot be determined in this complaint. The reported mitral regurgitation (mr) and unspecified tissue damage were a result of slda. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as two additional clips were implanted reducing mr to grade 2. The reported patient effect of mr is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.